Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-05075. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 wherein the scs adapter¿s were explanted.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-05075. It was reported the patient ((B)(6)) experienced ineffective stimulation. System diagnostics determined high impedances. Reprogramming was tried which resolved the issue at the time. However the issue recurred. Surgical intervention may be taken at a later date to address the issue. The patient has competitor's lead.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-05075. Additional information received identified the patient underwent surgical intervention on (B)(6) 2018 where in the ipg was also explanted.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05075.